Event description:
The customer reported that the jaws would not open after being applied to tissue. The device was removed manually and there was no patient injury. The device was returned to covidien and visual inspection noted that the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.